Event description:
It was reported by the customer that two midwives, both slight in build, were placing the patient onto the cot and attempting to raise the cot back up to the height of a bed for the patient to be readmitted to the maternity bed. However in doing so, it was alleged the two midwives sustained back injuries due to the manual handling nature of the cot and the fact the patient was on the cot at the time. The staff were unable to raise the cot from the lowered position to allow for transport of the patient back to the ward bed. The patient was not injured during this event.

Manufacturer narrative:
A visual and functional inspection was performed. It was identified that there were no defects that would have caused or contributed to the cot allegedly not reaching load height. This issue was resolved for the customer by functionally inspecting the cot before returning to service. It was stated that further injury information regarding treatment for the two injured midwives could not be provided.

Event description:
It was reported by the customer that two midwives, both slight in build, were placing the patient onto the cot and attempting to raise the cot back up to the height of a bed for the patient to be readmitted to the maternity bed. However in doing so, it was alleged the two midwives sustained back injuries due to the manual handling nature of the cot and the fact the patient was on the cot at the time. The staff were unable to raise the cot from the lowered position to allow for transport of the patient back to the ward bed. The patient was not injured during this event.